Manufacturer narrative:
Correction: annex b: b21 annex c: c21 additional information: annex b: b22 annex c: c20

Event description:
It was reported that the pc unit was having issue communicating with large volume pumps being connected on the left side. The device was part of a currently running new device check-in project and was sent back to bd as an out of box failure after the issue was verified. There was no patient involvement.

Event description:
It was reported that the pc unit was having issue communicating with large volume pumps being connected on the left side. The device was part of a currently running new device check-in project and was sent back to bd as an out of box failure after the issue was verified. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of unable to identify wi-fi channels was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. External inspection revealed no physical damage, verified pcu functions normally with noted complaint. Was able to verify complaint but could not duplicate customer failure at bd san diego operation¿s lab. Unable to isolate where the faulty issue originated. Device to be returned to san diego repair center for processing. No faults found or recommend repair required by bd san diego repair center. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pc unit was having issue communicating with large volume pumps being connected on the left side. The device was part of a currently running new device check-in project and was sent back to bd as an out of box failure after the issue was verified. There was no patient involvement.